Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited multiple high out of range pacing impedance measurement of greater than 2500 ohms. The physician suspected the ra lead may have been fractured. Surgical intervention was performed and the ra lead was tested through a pacing system analyzer where out of range measurements were still observed. The ra lead was abandoned and replaced. No additional adverse patient effects were reported.